Event description:
Feeding pump set at 90cc/hour per order. Pt started to vomit. It was noticed that the container had emptied 400 to 500 cc. The pump read 90 cc/hr and on the total amount dispensed stated 158cc on pump, which was believed to be a mechanical failure. Pump disconnected from pt immediately and taken out of service.